Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079884) on 09-oct-2018. The most recent information was received on 29-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin glargine (lantus). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (hysterectomy to remove essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and infection outcome was unknown. The reporter considered fallopian tube perforation and infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 09-oct-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin glargine (lantus). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), infection ("infection"), post procedural swelling ("post procedural swelling") and abdominal distension ("stomach was so hard and swollen") and was found to have weight increased ("weight increased"). The patient was treated with surgery (hysterectomy to remove essure coil). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, infection, post procedural swelling and abdominal distension outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, fallopian tube perforation, infection, post procedural swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: stomach was so hard and swollen. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079884) on 09-oct-2018. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin glargine (lantus). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), infection ("infection") and post procedural swelling ("post procedural swelling") and was found to have weight increased ("weight increased"). The patient was treated with surgery (hysterectomy to remove essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, infection and post procedural swelling outcome was unknown and the weight increased was resolving. The reporter considered fallopian tube perforation, infection, post procedural swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Events added - post procedural swelling, weight increased and outcome updated as recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079884) on 09-oct-2018. The most recent information was received on 04-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin glargine (lantus). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), infection ("infection"), post procedural swelling ("post procedural swelling") and abdominal distension ("stomach was so hard and swollen") and was found to have weight increased ("weight increased"). The patient was treated with surgery (hysterectomy to remove essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, infection, post procedural swelling and abdominal distension outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, fallopian tube perforation, infection, post procedural swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5079884) on 09-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin glargine (lantus). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (hysterectomy to remove essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and infection outcome was unknown. The reporter considered fallopian tube perforation and infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.